Event description:
It was reported to philips that the system geometry movements were not available. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was completed by using another system. The philips field service engineer (fse) went onsite and found that the post (power-on self-test) and found that the extension board 2 failed. A review of system log file indicated the detector position error. The fse replace the potentiometer. Following replacement, the system was returned to good working order. The codes have been updated based on the investigation's outcome.